Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis for the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #2134265-2009-00107. It was reported that during a carotid stenting treatment procedure, a shaft fractured and stroke occurred. The "more than 70% stenosed, moderately calcified target lesion was in the mildly tortuous distal left internal common carotid artery. An ez 300 cm mt filterwire was advanced distally to the target lesion. A carotid wallstent monorail 8.0 - 21 was advanced to treat the target lesion but a shaft fracture occurred. The physician used the ez filterwire to remove the intact stent and broken shaft. The procedure was aborted as the pt experienced seizures. The pt also experienced a right sided ischemic stroke 3 mins following the procedure. The stroke was treated with "anticoagulation and neurological procedures". It is unk if the stroke was attributed to the pt's known right carotid occlusion or the attempts to treat the left carotid stenosis. There were no add'l pt complications reported as the pt is "totally recovered".